Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 502 mg/dl. The customer also experienced nausea, vomiting and abdominal pain. The caller stated that when she checked in the insulin pump, it was in the suspend mode and the time was off. Found several auto off alarms in the alarm history as well. It was stated that the insertion site appeared red and inflamed. The cannula was also bent when the infusion set was removed. Troubleshooting was not possible as the infusion set had been removed and discarded. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.